Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) no value results with instrument generated flags were generated on the access 2 immunoassay system for six patient samples. The instrument flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. The patient samples were repeated on a different instrument and repeat accutni results were generated which were lower. The actual repeat results were not provided by the customer. Customer troubleshooting indicated that the accutni no value results with instrument generated flags were caused by s0 calibrator rlus which were higher than customer established quality control release data. The initial accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample handling/collection and system information was not provided by the customer. An instrument system check and calibration performed prior to the event generated acceptable results. The customer indicated that low level accutni qc had been on the low side of the mean and had been out of lower specification at times since instrument calibration.

Manufacturer narrative:
Service was not dispatched to the site for this event. Service was not dispatched for this event as instrument hardware performance was not questioned. No root cause was determined for the elevated s0 rlus.